Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. No unexpected numbers ramping during testing. The insulin pump passed the error test. No alarm noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a21 and keypad anomaly. Customer's blood glucose was 5.6 mmol/l. The customer stated the numbers are ramping up by themselves without stopping. Customer was advised to discontinue use of the device and revert to a backup plan.the customer was advised that the device would be replaced and agreed to return the product for analysis.the customer is unable to troubleshoot for a21 alarm due to keypad issues.